Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
Three leads were returned for an unknown reason. The right atrial (ra) lead and right ventricular (rv) lead tested out of specification, analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The third pacing lead tested in specification. No patient complications have been reported as a result of this event.